Event description:
It was reported that a clearlink IV set was unable to be primed. This was noted during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.